Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair physical condition. The device was filled with water and set up with temperature check. It was noted that device did function as intended after the micro switch was replaced. However, the micro switch was damaged and fails to alert when disposable or temp check become detached. The microswitch was damaged as a result of user interface.

Event description:
Information was received that a smiths medical level 1 hotline low flow system had microswitch issue. No adverse effects reported.